Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 418 mg/dl. The customer had not reported the symptoms. The customer was treated with pump. Customer¿s blood glucose level was 288 mg/dl earlier today was as high as 418 mg/dl. Customer also stated that they had suspend on low/suspend before and the blood glucose was 73 mg/dl. The customer was had resume basal and the blood glucose was 95 mg/dl the product was not returned for analysis.